Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Initial medical records were provided and reviewed by a healthcare professional. No intraoperative complications were identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: unknown lcck right femoral component size e; unknown stem extension 14mmx100mm; unknown tibial tray size 7; unknown straight tibial stem extender 12mmx100mm; unknown patellar component 32mm. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately nineteen (19) years and six (6) months post-implantation, the patient began to experience instability. Subsequently, the patient underwent a revision surgery to exchange the articular surface without complication. All available information has been provided.